Event description:
It was reported by service report that the latch bar is over the channel guide. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: latch bar; channel guide.